Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt received the belt replacement from repair on friday and not able to recharge. Pt said they had been charging for 3 days. Pt then said they had been charging it since saturday. Pt got no device found. On the call had pt use the controller and instructed pt to press recharge and go into passive recharge mode. Prm numbers were 56-56-57. Patient repositioned the recharger. Pt got 56-57-57. Controller then showed the message 'battery low, recharge your controller'. It then stated 'battery low, replace controller battery soon'. Instructed pt to take the battery out and plug the controller in the wall. There was no screen on controller. Pt saw no green light on power supply. Pt did not have aa batteries to try. Instructed pt to try a different outlet. Pt then said they needed to call their neighbor and had to go. Pt also mentioned having pain, leg pain. Pt mentioned something would not charge. During the call, the pt plugged the controller into the ac power supply. Pt said they issue "may be the outlets in their house. Pt reset the controller during the call. Pt eventually got to the "position" screen. Pt got no device found and entered passive recharge mode. Pt got 58, 58, 64. Pt moved rtm paddle and got 57, 57, 64. Pt could not get numbers to go any higher. A new recharger was requested. Additional information was received from the patient. Patient called back saying that they've been charging the cont roller for 3 days but it stays on low battery. Patient stated they had their landlord check their outlets and was told their outlets are working fine, but the controller is not picking up the charge. Agent walked patient through removing the battery pack and plugg ing controller into the ac power cord; confirmed controller powers on. Patient inserted the battery pack and confirmed controller had solid green light. Patient saw "no device found" on the screen. Patient then connected recharger and continued to see "no device found." Agent had patient select "recharge" and patient saw "position the recharger." Patient continued this a few times and kept getting back to the "position the recharger" screen. Eventually 'batteries low, replace controller batteries soon" came up. Patient stated this is what has been coming up for 3 days in a row. A new controller was requested. Patient mentioned something about "back problems real bad" and moving slowly. Additional information received from the patient. Pt called back because they received the replacement controller and needed assistance pairing the controller to their implanted neurostimulator (ins). Patient services specialist (pss) helped the pt pair the controller to their ins and they pt attempted to recharge their ins battery but entered passive recharge mode with 43-43-43. Pt confirmed they were using the replacement recharger antenna (rtm) from this case and they couldn't get numbers to increase no matter how often they moved the rtm over the ins. The patient was redirected to their healthcare physician.

Manufacturer narrative:
Concomitant medical products : product ID 97745, serial# (B)(4), product type: programmer, patient product ID 97755, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep called back and stated that pt received the replacement controller but the controller still did not seem to be charging. Caller stated the green light was not flashing on the controller when connected to the ac power supply. Caller disconnected the controller from the ac power supply and the controller powered off. Caller then confirmed that the battery pack was not inserted correctly and the controller was now working as intended.